Event description:
It was reported that two devices were used during a surgical procedure. Both devices were extremely difficult to close. Both devices had to be pried open to reload. Once the handles were open and reloaded a loud crack was heard and only half of the staples formed nad only half of a cutline. There was no patient consequence. The case was completed by suturing.